Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the patient had a burn injury. They also requested security check for event analysis.

Manufacturer narrative:
A device was received for evaluation. The returned sample met specification as received. The visual inspection found no notable cond itions. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.